Event description:
The complainant reported that the patient was on impella 5.5 support for mechanical circulatory support. During support, the patient experienced mild oozing at the access site. Bivalirudin was withheld due to bleeding concerns. Pressure dressings were applied, and platelets were transfused in the setting of chronic thrombocytopenia. The hematoma was monitored, and the insertion site was redressed. Improvement was noted in site appearance with decreased oozing. Bivalirudin was subsequently restarted after clinical stabilization of the surgical site. The patient remained on impella support.

Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿